Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize a closed door" as a door not fully latched alarm. Evaluation found the force required to close the door was above expected levels due to the door hooks/latch pins being out of specification. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. Any patient injury or involvement is unk.